Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test." On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury/ psychological or psychiatric problems"), vaginal infection ("vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine/ migraines / headaches"), headache ("other injuries/symptoms:headaches"), tooth disorder ("other injuries/symptoms: dental problems/ dental problems"), acne ("rash/skin condition/ rashes or skin conditions type: acne"), bladder disorder ("bladder problem"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and cystitis ("infection (bladder)") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, back pain, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, vaginal infection, urinary tract infection, migraine, headache, tooth disorder, weight decreased, acne, bladder disorder, abdominal distension and cystitis outcome was unknown. The reporter considered abdominal distension, acne, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, psychological trauma, tooth disorder, urinary tract infection, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: reporters added. Added event gastrointestinal or digestive system condition type: bloating, pain, infection (bladder). Updated event verbatim rash, migraine, tooth disorder, psychological trauma and rash/skin condition/ rashes or skin conditions type: acne (previously reported as rashes or skin conditions). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test." On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms:headaches"), tooth disorder ("other injuries/symptoms: dental problems"), rash ("rash/skin condition"), skin disorder ("skin condition") and bladder disorder ("bladder problem") and was found to have weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, back pain, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, vaginal infection, urinary tract infection, migraine, headache, tooth disorder, weight decreased, rash, skin disorder and bladder disorder outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event injury was updated and new events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: vaginal infection, uti, other injuries/symptoms: migraine, headaches, dental problems, weight loss, plaintiff did not undergone essure confirmation test. Were added. Plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.